Event description:
Customer reported that the usb port was cracked, preventing the charger from staying connected. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up and no further information regarding the outcome of the event was provided.